Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial basement membrane dystrophy (ebmd) in both eyes (ou) with interface haze in the right (od) post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient's chief complaint were halos/glares/shadows. The patient complained of a little haze in both eyes, but also indicated great vision. Patient's symptoms resolved on (B)(6) 2018. Patient happy overall. Bcva from (B)(6) 2018: right eye pre-op 20/20, -2.50 x .00 x 90; left eye pre-op 20/20, -2.75 x -.50 x 175. Bcva from (B)(6) 2018: right eye post-op 20/20, .00 x .00 x 90; left eye post-op 20/20, .00 x .00 x 90. This report is for the intralase laser. A separate report is being submitted for the visx laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.